Manufacturer narrative:
Concomitant product(s): ddbc3d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing causing the ventricular rate to become greater than the atrial rate resulting in the wavelet algorithm not withholding. The patient is scheduled to have the ra lead sensitivity reprogrammed along with capturing a new wavelet. The ra lead remains in use. No patient complications have been reported as a result of this event.